Manufacturer narrative:
Analysis of the 9735669 found insufficient information. Analysis of the 9735699 found computing resources overburdened. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navigation system had been booted up and the core os service was displayed as stopped and the internal component firmware was displaying check connecting. The issue occurred when uncrating the system . There was no patient present when the issue occurred.